Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a drainage and bile passage procedure performed on (B)(6), 2012. According to the complainant, during the procedure, resistance was met when the stent was attempted to be released in the common bile duct and the guide catheter stretched. The stent could not be deployed and the device was removed from the patient. It was reported the inner catheter of the device had been cut by the user with scissors, however no other damage was noted to the device. The procedure was completed with another flexima biliary stent. It was reported that the patient¿s anatomy was not tortuous. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigations results revealed the guide catheter to be broken, not cut. Therefore this is now an MDR reportable event.

Manufacturer narrative:
Patient age and weight are unknown. It was reported the patient was over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. The delivery system and stent were returned for evaluation. Visual evaluation revealed no damage to the stent component. The suture was found broken and remained on the barb of the stent. The push catheter was found broken due to being cut by the customer. The suture hole of the push catheter was found torn. The guide catheter was found stretched and broken. Multiple kinks (suture impressions) were noted in the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during the attempted deployment. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context a review of the device history record could not be performed since the lot number was not provided in the complaint.